Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d10; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the dovetail feature was flared out. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the nexgen inlay, could not be fixed to the base plate. It was difficult to push on without success. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.